Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as evaluation was unable to attempt to reproduce the reported condition of failed volumetric test (infused 16ml 1st test and 17ml 2nd test) due to an unrelated issue. The device will be required to pass all calibration and testing prior to being returned to the customer. The device was received, and an evaluation is complete. Service evaluation found an intermittent white screen. The cause was identified during a visual inspection to be depressed battery contact pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed volumetric test (infused 16ml 1st test and 17ml 2nd test). There was no patient involvement. No additional information is available. During evaluation of the returned spectrum pump, the device displayed an intermittent white screen. No additional information is available.